Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that this was an emergent intra-aortic balloon (iab) insertion and the patient was heading to the operating room after the iab was inserted. While in the cath lab, the iab was prepped and the super arrow-flex (saf) sheath was inserted into the patient's femoral artery. The md could not advance the iab through the saf sheath. As a result, the iab and the saf sheath were removed as one unit. The md requested another iab. There was not a reported patient death. The patient was not injured and medical / surgical intervention was not required. Therapy was delayed/interrupted for 15 minutes total. The patient outcome is listed as fine. Reference MDR #1219856-2010-00379 for the second event and MDR #1219856-2010-00380 for the third event involving the same patient.